Event description:
It was reported the clips for the programmer power cord door were broken. The programmer rf (radio-frequency) head would not read a device. The programmer and two rf heads were returned for repair. The two rf heads were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification, as a result the cable was replaced. Concomitant medical products: product ID: 2090w, programmer; product ID: 229047, pacing system analyzer. (B)(4).